Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door rotor section was off one tooth at the dingus. Once adjusted, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that they were unable close the doors, the gantry doors would stop and there would be a noticeable opening to which they'd hear a clicking noise. No patient present.